Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt post surgery. The device's display intermittently became unreadable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to note that the accessories used during the event were not sent in for evaluation as part of this investigation. The device's color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.